Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Explanation of code (other): device evaluation was accomplished through a review of the patients 's downloaded data file. Review of the data does not indicate any device malfunction related tot he defibrillation event. Device manufacture date: monitor, (B)(4). Electrode belt,(B)(4): 05/2014. Additional inappropriate defibrillation narrative: in appropriate defibrillations are anticipated risk associated with the use of lifevest. Patients are instructed through alarms, voice messaged, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial in appropriate defibrillation rate is consistent with the observed rate during (B)(4) a summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.acessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was reported to be in the hospital brushing her teeth at the time of event. The patient's doctor was present at that time. A review of the data download revealed that the response buttons were not pressed during the entire event. The patient continued to wear the lifevest.